Event description:
Hypoglycaemia [hypoglycaemia]. Seems to establish the cause of death to be an overdose of fast-acting insulin [overdose]. Inserted the wrong penfill (fast acting) in the green novopen junior by accident [wrong technique in drug usage process]. Case description: does the incident represent a serious public health threat? No. This spontaneous case from (B)(6) was reported by the (B)(6) and the pt's medical doctor as "inserted the wrong penfill (fast acting) in the green novopen junior by accident", "autopsy report seems to establish the cause of death to be an overdose of fast-acting insulin" and "hypoglycaemia" and concerns a (B)(6) female pt treated with novorapid (insulin aspart) start/stop dates not reported and novopen junior (insulin delivery device) start/stop dates not reported due to type I diabetes mellitus. The insulin was reported as fast-acting. Novorapid has been coded as suspected product once it is the most sold bolus insulin in (B)(6). Pt's height not reported. Medical history includes type I diabetes mellitus (reported as well regulated, duration not reported). On (B)(6) 2012 in the morning, the pt was found dead in her bed by her mother. On the same morning, the pt's mother notices that the pt had inserted novorapid (fast acting insulin) in both the novopen junior yellow (for fast acting) and the novopen junior green (for long acting). The mother assumes that the pt in the evening on (B)(6) 2012 inserted the wrong penfill (fast acting) in the green novopen junior by accident (should be used for long acting insulin) and following injected her evening dosage which was assumed to result in a fatal hypoglycaemic event. Pt's doctor informs that the autopsy report seems to establish the cause of death to be an overdose of fast-acting insulin. He is still awaiting the final report - some toxicology results was still missing. They do not in any way suspect that this was caused by a device malfunction - solely the seemingly tragic mistake of inserting the wrong penfill in the pen. Products will be returned to novo nordisk for analysis. The reporter suggests that a mechanical code where only one type of penfill fits into one type of novopen junior could have prevented the event. Is it correct that novo nordisk is MFR and thereby responsible for novopen junior? Novo nordisk a/s is the MFR of the novopen junior. Is it possible to mix up the penfill with long acting and fast-acting insulin in the incorrect pens? Novopen junior is a re-usable device designed for use with nn insulin cartridges (penfill), meaning that once the insulin in the cartridge is utilized, a new cartridge with insulin can be put in the pen. The insulin cartridges (penfill) are colour-coded, making it possible to distinguish between various types of insulin, e.g. Basal and bolus insulin and all insulin types can be used in the novopen junior. In addition, the cartridge holders on the two types of novopen junior are also differentiated by colour (yellow and green) making it possible to distinguish between the two pens and in the instruction for use, for novopen junior, it is stated that "the coloured band on penfill tells you which type of insulin penfill contains. Before each injection make sure that you are using the right insulin preparation". Estimate how many insulin users in (B)(6) who uses two novopen junior. Novo nordisk a/s is not possession of a specific number of insulin users which uses two novopen junior pens.(B)(4). Are there any other known incidents of mix-up between penfills and pens? A review of reports received from (B)(6) 2006 and through (B)(6) 2012 where novopen junior was reported as suspected product shows that no other reports similar with that reported in ref (B)(4) has been received by novo nordisk a/s. Reporter comment: pt's doctor informs that the autopsy report seems to establish the cause of death to be an overdose of fast acting insulin. He is still awaiting the final report - some toxicology results was still missing. They do not in any way suspect that this was caused by a device malfunction - solely the seemingly tragic mistake of inserting the wrong penfill in the pen.